Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument had the pulley on the instrument joint broken. The procedure was completed with no reported injury. Intuitive surgical, inc.(isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a derailed grip cable from its normal position at the distal idler pulley. The all pulleys were found mounted, intact and not broken. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. Additional observations: the instrument was found to have a frayed grip cable at the distal end. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed at the distal end.